Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. It was also reported the patient's ipg is inoperable. The sjm representative met with the patient and confirmed the issue. The patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2014, where the ipg was explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.